Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual and functional evaluation were conducted where no non-conformances were identified. The software files were downloaded from the device and provided for investigation. It was confirmed that a power loss appeared to happen during the femur points collection state. Having access to the console, the error logs were pulled from the power management board (pmb)and determined that the naviohealthmonitor was not sending messages as fast as expected to the pmb. This tripped the communication watchdog error which shuts the system down. This is an occurrence of a known software issue and has been corrected in the release of cori v1.5. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Internal complaint reference number: (B)(4).

Event description:
It was reported that during free collection of the femur in a cori-assisted tka surgery, both the tablet and the 24" monitor went black and the real intelligence cori shut down and displayed the service icon on the front of the console. The device was rebooted and an "internal error" message was displayed. The procedure was aborted and finished with manual instrumentation. No patient injuries were reported.